Event description:
The customer reported that "system will shut down" appeared on the dog-house. Radiology tech re-booted system and finished case.

Manufacturer narrative:
The service rep found after 15 mins of fluoro time the cb2 tripped. He was able to duplicate three times. The rep replaced the surge suppressor, isd pcb, power cord/cb2, and interconnect cable. Fluoroed for 25 mins, continues with no errors or faults. System operating as intended.